Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Customer experienced frequent urination and stomach cramps. Customer had an ingrown toenail removed. The blood glucose reading at the time of the event was 588 mg/dl. Hospital treated with manual injections and insulin pump. Nothing further reported.